Event description:
It was reported by the (B)(4) study team that the patient received an inappropriate shock due to t-wave oversensing. It was also reported that the patient presented to the emergency room. The lead remains in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.